Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 after further review, an initial emdr 2249723-2025-0002031 for this complaint was incorrectly submitted. This complaint is identified as a duplicate to the complaint with emdr 2249723-2025-0001985. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had power up test failure at startup error code 14. There was no patient involvement reported.